Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing in a laparoscopic anterior resection, the surgeon had an issue with the anvil tilting prior to firing. The surgeon used a double purse string on the anvil for this fire. The resident closed the stapler until the green bar was visible. The surgeon instructed her to open the stapler back up to untwist the bowel when the anvil tilted. The resident was able to close the device with a green bar and fired the stapler. There was a small leak and bleeding at the staple line. The surgeon mentioned that a black circular stapler was used on a very thin issue that may have caused the bleeding. To resolve the issue, a purple circular stapler was used to redo the anastomosis. The surgical time was extended for more than 30 minutes.